Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros intact pth (ipth) results were obtained using ipth reagent lots 1610, 1621 and 1590 with multiple patient samples when tested on three vitros 5600 immunodiagnostic system. Patient 2, vitros ipth lot 1610 result of 50.3 pg/ml versus the expected result of 72.2 pg/ml patient 3, vitros ipth lot 1610 result of 46.5 pg/ml versus the expected result of 98.0 pg/ml patient 5, vitros ipth lot 1610 result of 254.4 pg/ml versus the expected result of 404.5 pg/ml patient 6, vitros ipth lot 1610 result of 15.8 pg/ml versus the expected result of 31.3 pg/ml patient 7, vitros ipth lot 1610 result of 291.1 pg/ml versus the expected result of 664.3 pg/ml patient 8, vitros ipth lot 1610 result of 71.8 pg/ml versus the expected result of 109.5 pg/ml patient 9, vitros ipth lot 1610 result of 69.2 pg/ml versus the expected result of 113.6 pg/ml patient 11, vitros ipth lot 1621 result of 11.2 pg/ml versus the expected result of 21.4 pg/ml patient 12, vitros ipth lot 1621 result of 11.7 pg/ml versus the expected result of 30.0 pg/ml patient 13, vitros ipth lot 1621 result of 15.9 pg/ml versus the expected result of 38.2 pg/ml patient 14, vitros ipth lot 1621 result of 17.1 pg/ml versus the expected result of 25.4 pg/ml patient 15, vitros ipth lot 1621 result of 26.8 pg/ml versus the expected result of 62.7 pg/ml patient 16, vitros ipth lot 1621 result of 36.0 pg/ml versus the expected result of 65.5 pg/ml patient 17, vitros ipth lot 1621 result of 8.7 pg/ml versus the expected result of 19.9 pg/ml patient 11, vitros ipth lot 1590 result of 13.6 pg/ml versus the expected result of 21.4 pg/ml patient 12, vitros ipth lot 1590 result of 15.1 pg/ml versus the expected result of 30.0 pg/ml patient 13, vitros ipth lot 1590 result of 20.3 pg/ml versus the expected result of 38.2 pg/ml patient 15, vitros ipth lot 1590 result of 28.7 pg/ml versus the expected result of 62.7 pg/ml patient 16, vitros ipth lot 1590 result of 42.4 pg/ml versus the expected result of 65.5 pg/ml patient 17, vitros ipth lot 1590 result of 10.2 pg/ml versus the expected result of 19.9 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros ipth results were not reported from the laboratory and there was no reported allegation of patient harm as a result of these events. This report is number four of four MDR¿s for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros intact pth (ipth) results were obtained using lots 1610, 1621 and 1590 when testing multiple patient samples on three vitros 5600 immunodiagnostic system. A definitive assignable cause could not be determined with the information provided. No information was provided with regards to the handling of the patient samples between vitros ipth testing events. It is possible improper handling of the patient sample between the testing events contributed to the lower-than-expected vitros ipth lot 1610, lot 1590 and lot 1621 results although this could not be confirmed. Instrument related performance issues did not likely contribute to the events as the customer gave no indication of any instrument malfunction. However, as no diagnostic within run precision testing was performed, an instrument issue cannot be completely ruled out as a potential contributor to the event. Continual tracking and trending of ipth complaints has identified an increase in complaints for lower-than-expected vitros ipth results. Ortho has initiated an investigation for lower-than-expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. Email address for contact office above is (B)(6).

Manufacturer narrative:
This supplemental MDR was created to update the root cause for the lower than expected vitros ipth results. Ortho's investigation has identified the root cause of this issue stems from a raw material used in the affected lots. A communication (cl2022-275) was sent on 17 november 2022 to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots (1610, 1621, 1630, 1640, 1645, 1650, 1670), customers may experience an average negative bias of approximately -12%. The communication indicates that when using the affected lots of vitros ipth reagent pack intraoperatively, patient samples should be tested using the same reagent lot and qc material for baseline and throughout the procedure. When performing patient sample testing using the affected lots of vitros ipth reagent pack, adjust your laboratory¿s reference interval by -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. Ortho is in the process of manufacturing new reagent lots with an anticipated release in december 2022. Until a new lot of vitros ipth reagent pack is available, be aware that the potential exists to observe negatively biased results when using the affected lots of vitros ipth listed above. The FDA was notified of this issue on 17 november 2022. Please refer to report #(B)(4).

Event description:
This supplemental MDR was created to update the root cause of the lower than expected vitros ipth results. In addition, the ipth issue was reported as a class ii recall and a communication was sent to customers. This report is number four of four MDR¿s submitted for this event. Four 3500a forms were submitted for this event as four devices were involved. However, device two and three for this event were for ipth lots not associated with the recall, and therefore no supplemental mdrs will be submitted for device two and three for this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).